Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 16, occurring without any prior notable events. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.